Event description:
(B)(6) 2013: caller transferred start right team. Representative states caller has been hospitalized disposables related. Representative states caller had to have surgery from infection from quickset. He had an abscess. Staph infection, bacteria on the needle. Dr had to cut out a "good size area" he is in pain but healing. Going back to doctor once a week. Bg's are back down to normal now, was 430 due to infection. Caller states he noticed a red hard bump at the infusion site on (B)(6) 2013. Baller states he saw health care provider on (B)(6) 2013 and was given antibiotic and told to come back on (B)(6) 2013. Caller states on (B)(6) 2013 the health care provider told him to continue the antibiotic and return again on (B)(6) 2013. Caller states on (B)(6) 2013 the health care provider told him he would need to be hospitalized to receive IV antibiotics. Caller states during that afternoon the surgeon look at the infection and took caller to surgery to remove a round site of infection sizing from 1.75-2.25 inches across. Caller states he was kept overnight and released. Caller states he had a follow-up appt with dr. (B)(6), surgeon, on (B)(6) 2013 and the surgeon removed the drainage tube and one stitch. Caller states the surgeon will remove other stitches at appt on (B)(6) 2013. Caller states he continues to take antibiotics and returns to health care provider for follow-up on (B)(6) 2013. Caller states he will call back. Customer states that there was a hospitalization for their high bgs. Time and date of hospitalization was: (B)(6) 2013 11:00am. Bg at time of hospitalization was: 300+. (B)(6). + description of the complaint: caller states the site had abscess and had staph infection. Significant events leading to the hospitalization: caller states the site had abscess and had staph infection. Significant events leading to the hospitalization: caller states no temp but infection still had a knot and the health care provider told him he would need to go to the hospital for IV antibiotics. Patient was not in an accident. Cause of hospitalization as per health care provider: severe staph infection. Outcome of the hospitalization: caller was hospitalized overnight. Customer was wearing the pump at the time of hospitalization. Caller states the staph infection needed IV antibiotics. Caller states he does not know how large an area but the knot was a circle from 1.75-2.25 inches across. Additional notes: caller states he cleans the site during a shower, then cleans with alcohol swab in circular motion, lets that dry then cleans site with alcohol swab again before inserting through sure prep. Caller states he did not touch or contaminate the insertion needle before inserting the site. Caller states his wife cleans everything twice and wears gloves to insert his site with the insertion device and keeps the quick serter clean with a washcloth soaked in alcohol. Caller states there is no way the contamination causing the infection was his fault as they take every precaution to avoid infections. Caller states the set was mmt-397, 5032901, (B)(4). Caller states he has lost his number to ccs medical. Adv caller of ccs (B)(4).

Manufacturer narrative:
The investigation is ongoing. It is pending investigation because of calibration of test equipment.